Event description:
It was reported by the initial reporter that operating room (B)(6) has a broken stop at the yoke of monitor (B)(6). After further investigation, it is unknown how the failure occurred, however, it is likely that a collision cause the keeper clip to come out of the spring arm which in turn caused the monitor/yoke assembly to fall. However, it appeared that the m3 screw was not present which would have kept the assembly in place and prevented the issue. No patients were involved, and no adverse events resulted from this malfunction.

Manufacturer narrative:
There was no patient involved, thus no patient data exists. There is no expiration date for this product. Several unsuccessful attempts to obtain serial number have been made. Actual device was evaluated in the field. There is no information on the date of manufacture at this time. It is unknown at this time how this failure occurred. It is likely the c-arm collision caused the keeper clip to come out of the spring arm which in turn caused the monitor/yoke assembly to fall. The safety segment collar must not have had the m3 screw present and the collar must have slid up the shaft of the spring arm. If the m3 screw was present, the collar would have been in its proper place and this instance could have been avoided. No event occurred. CAPA (B)(4) was opened to determine root cause and corrective/preventive actions. This is not a single use device.